Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked up after a few clips had been place. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Shroud. The analysis results found that the instrument was returned with the top shroud broken. The device was tested for functionality and it ejected the remaining three clips. Afterwards, it locked out as intended. It is possible that the broken top shroud could have caused the clips to be dropped off out of the jaws pockets causing the ejected clips issue. The ejected clips analysis finding it's not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.